Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mm x 3.0mm target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery. A 3.00 x 38 synergy drug-eluting stent was advanced but failed to cross lesion and the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the proximal half of the stent were lifted and pulled in all directions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. Additionally, a shaft break occurred while handling the device during analysis due to a severe bend and weakening of the shaft 1mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mm x 3.0mm target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery. A 3.00 x 38 synergy drug-eluting stent was advanced, but failed to cross lesion and the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.